Event description:
It was reported by service report that the end lift was stuck high height, bed exit and nurse call was not functional due to cpu was malfunctioning. The customer could not determine whether there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Conclusion: cpu could not be replaced. This issue was resolved for the customer by recommending that the bed be scrapped as replacement cpu boards are no longer available.